Manufacturer narrative:
On 11/14/2017, the tsr followed up with the customer again. The customer advised that the nb blanket was possibly in a bassinet when it was overheating. They stated that they allowed the unit to sit for a couple of days, and it never overheated. They haven't had the issue since then. The device has been put back to the service. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.

Event description:
On (B)(6) 2017, the customer reported to natus about their demo nb blanket was overheating. The customer stated that there was nothing blocking the vents when the temperature indicator located on the unit came on. No other units were on or near by the suspect unit. It was in an open space. This is a demo unit until their nb blanket unit arrives in 2018. The customer would allow the unit to run for 1 hour to see if the issue persisted. The customer called natus tech support stated that they let unit run for more than 2 hours and the unit did not overheat or turn off on its own. The tsr suggested the customer to confirm with their staff how the unit was located during use (i.e. Was it inside crib covered with blanket?). The customer also noted that their staff reported the unit reading low, thus they adjusted the potentiometer to increase intensity to 28-31 [?]w/cm2/nm measuring with natus radiometer. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.